Event description:
(B)(4) I have headaches that will not go away, very extreme go to sleep and wake up with the same headaches. I get a sharp pain on the left side of my lower stomach, almost makes me drop to my knees. My hair is thinning. No desire to have sex anymore. Feel more depressed than anything.